Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate a similar complaint with the same failure mode for this serial number. A review of the device history record (DHR) for serial number (B)(6), covering the manufacturing period beginning on 01-aug-2011, was conducted. The review confirmed that no manufacturing nonconformances or production-related failures were identified that correlate with the customer-reported issue. The reported condition of drawer 4.2 duplicate address detected was confirmed by fse and subsequently confirmed in the dchu testing and inspection process. According to work order (B)(4), the field service engineer (fse) reported that the enhanced hh cubie drawer 4.2, pockets a1 through b6, displayed a duplicate address error. Both scuffed retractors with black markings were replaced, restoring proper function. The medstation was verified as fully operational by the rx technician, with hta diagnostics passing and multiple successful recovery and access attempts completed. Additionally, legacy hh cubie drawers 2.1 and 2.2 were not sensing the closed position; both insep latches were replaced and latch catches adjusted. All bus cable connections were checked and secured, confirming normal operation with no issues observed. During dchu visual inspection: pn 353844-01: assy retractor dwr hh cubie #1: the unit revealed copper strands showing signs of thermal damage. Assy retractor dwr hh cubie #2: the unit was received in good condition, with no signs of physical damage such as black marks, fluid ingress, cuts, bends along the flat flex cable, or other anomalies. During dchu testing: pn 353844-01: assy retractor dwr hh cubie #1: no testing was performed since signs of thermal damage were observed on the copper strands. Assy retractor dwr hh cubie #2: testing was performed on an esd protected surface using a calibrated digital multimeter to test continuity across copper strand pins; all tests passed with no anomalies and the hardware test application (hta) confirmed all diagnostic tests were completed successfully with no anomalies or intermittent behavior observed. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause of the complaint of drawer 4.2 duplicate address detected was due to crossed continuity between adjacent copper strands of the assy retractor dwr hh cubie #1 (pn 353844-01) which led to the observed thermal damage and ultimately compromised the drawer's functionality.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer 4.2 duplicate address detected and unable to recover pockets. The customer attempted to shut down the station and waited for couple minutes, but the issue persisted. As per part investigation, it was determined that there was crossed continuity between adjacent copper strands of the assy retractor dwr hh cubie which led to the observed thermal damage and ultimately compromised the drawer's functionality. There were no adverse events or injuries reported based on this event.